Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states " this incident happened in mid (B)(6). On day 2 of this patients doxirubicin/etoposide/vincristine infusion ce which had been started early morning per the computer. It was infusing at 12 ml/hr for 24 hours per the bag label and the alaris pump calculation. The infusion was completed in 22.5 hours, the bag was totally empty. Per protocol, I changed out the pump, labeled and removed the pump that caused the error and have completed this incident report. The patient experienced no harm that is observable. The pharmacist and md will be informed in the morning. Since this was a 24 hour infusion, the completion of the bag within 2 hours would be considered within the fd pump limits. The dispensing was correct. Biomed tested and repaired all units: on he first they replaced front panel, on the second they replaced rear case, membrane and iui connectors, on the third they replaced rear case and iui connectors. We sent debriefing form and event log to pharmacy for their investigation. Biomed performed pm and calibration on all units, all tests passed with no errors, returned units to service. "